Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter stopped working during a sensor session. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation was confirmed via data. The root cause was determined to be a low transmitter battery that led to a transmitter failure.